Event description:
Customer stated "plug sparked when plugged in". The product was never returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.